Manufacturer narrative:
This report is being filed on an international product, list 02k91-39 that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer indicated that the patient has pancreatic cancer with lung metastasis. The customer provided the following ca19-9 results (u/ml) and related ca19-9 result history: (B)(6). The patient is taking the following medications: lansoprazole ursodeoxycholic acid eliquis there was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a lot review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. Historical performance of reagent lot 78016m800 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 78016m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 78016m800. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. This was the only complaint identified for the suspect device lot number. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 78016m800, was identified. The statistical evaluation shows that the assay performs per specification. .